Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (australia) the patient underwent an unrelated surgical procedure (date of procedure is unknown), and postoperatively received an error message and the ipg could not connect with external devices. Troubleshooting has thus far been unsuccessful.

Manufacturer narrative:
The CAPA was initiated on 2016-02-23 to address the issue of the proclaim ipg entering service application (orion ipg family). Investigation is complete and being monitored by the manufacturer.

Event description:
Follow up information identified review of logs confirms the patient¿s ipg is in service app mode and the ipg is inoperable.

Event description:
Follow up information identified the field representative updated the device with new software, which resolved the issue. Effective therapy has been confirmed.